Event description:
Patient was revised to address loosening and migration of cup into protrusio. It was reported that her acetabulum had fractured during index procedure.

Manufacturer narrative:
**Update** (B)(4) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. A metal liner and femoral head have been added. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address loosening and migration of cup into protrusion. It was reported that her acetabulum had fractured during index procedure. Update - (B)(6) 2012 - litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. A metal liner and femoral head have been added. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup. There was no mention of migration. One acetabular screw was removed with the loose cup so it is now being added to the complaint. During the doi ((B)(6) 2009) while implanting the final cup a fracture of the acetabulum occurred. There was no mention of infection as previously alleged. The complaint was updated on: (B)(6) 2015. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup. There was no mention of migration. One acetabular screw was removed with the loose cup so it is now being added to the complaint. During the doi ((B)(6) 2009) while implanting the final cup a fracture of the acetabulum occured. There was no mention of infection as previously alleged.

Event description:
After review of medical records it was confirmed that the patient was revised due to aseptic loosening of the cup. Operative note reported inflamed-appearing fibrinous tissue in the wound and there was fibrous ingrowth noted in the acetabulum.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.